Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure for a cranial closure. The screws broke while trying to place plates in bone. They are supposed to be self drilling, but sometimes they appear too blunt. There was a 5 minutes delay to surgery. Completed with same device as there is more sterile kits on the shelf. No adverse event to patient. No further information will be provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA 510(k)#: device is not distributed in the united states, but is similar to device marketed in the USA implant and explant dates: actual implant and explant date not reported. Initial reporter: phone number (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR not requested at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device broke during insertion and was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all parts of the broken screws were removed from the patient. This is report 1 of 6 for (B)(4).